Manufacturer narrative:
Summary of evaluation: the evaluation results, although inconclusive in the absence of the event shell, suggest that this event is not device related but rather is associated with surgeon expectations.

Event description:
The acetabular insert made micromovements after impaction. The surgeon determined to implant a different insert. Another insert was obtained and used succesfully.